Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure when slack was removed from the right ventricular (rv) lead, sensing measurement dropped. The rv lead was replaced. No patient complications have been reported as a result of this event.